Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pipeline flex and microcatheter were returned for evaluation. As received, the pipeline flex was found inside the microcatheter. For further investigation, the pipeline flex was pushed out of the microcatheter. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. The middle section of the pipeline flex was fully opened with no damage to the braid. Based on the evaluation of returned devices, the complaint of pipeline flex failure to open could not be confirmed. The cause for the experience reported could not be determined as the pipeline flex was returned fully opened with damaged braid at both ends. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the tortuous anatomy may have contributed to the reported issues. Physician technique can also contribute to the pipeline flex difficult to open. Per pipeline flex instructions for use, the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ (B)(4)

Event description:
Medtronic (covidien) received report that a pipeline flex was difficult to open. The patient was being treated for a large, unruptured, saccular aneurysm in the left internal carotid artery (ica). Vessel was severely tortuous. The pipeline flex was advanced through the microcatheter without any issues. When deployed, the middle and distal sections of the pipeline flex were difficult to open. The physician wagged the device to open it, then decided not to use it. The pipeline flex was resheathed into the microcatheter and removed from the patint. The procedure was completed with a different pipeline flex. Angiographic result post-procedure was good. There was no report of patient injury as a result of this event.